Event description:
It was reported that when this implantable neuro stimulator (ins) was implanted and taken out of the pocket again, it was noticed that there was blood beneath the sealing of the connector block. Therefore, it was decided to exchange the ins.

Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the neurostimulator model 37601 serial (B)(4) found no anomaly. There was suspected body fluid under the connector cover, but this did not affect the functionality of the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.